Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution sets disconnected. The event was further reported as "the tubing broke off at the y-port, during infusion running 85cc/hr". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the tubing was observed separated from the second y-site in the upstream part. It was also noted, there was an excess of solvent on the device; the solvent was applied in a uniform in the circumference of the tube. Dimensional testing was performed on the tubing and the y site housing and were according to product specifications. The cause of the separation was due to excess solvent; however, the cause of the excess solvent was due to manual manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.